Event description:
It was reported that the user experienced difficulty maintaining cgm-to-pump connectivity, requiring re-pairing of the dexcom g7 continuous glucose monitor (cgm) sensor with the ilet by toggling the cgm settings, then re-entering the sensor pairing code until the pump displayed blood glucose. Symptoms included temporary loss of cgm data display on the pump with no adverse clinical symptoms reported. Outcomes included restoration of cgm data on the pump following guided troubleshooting and user education regarding the sensor pairing period. User support included customer interview and guided troubleshooting focused on cgm pairing and configuration. Investigation of this case revealed that the device functioned as designed after reconfiguration, indicating a pairing or setup issue rather than a hardware malfunction. It was concluded, based on previously established findings for similar reports, that user setup error or transient connectivity interference was the most probable cause.